Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically. Abbott nutrition procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reports gastrostomy tube balloon burst 24 hours after insertion.